Event description:
It was reported by the customer "getting error during exposures and c-arm stopped exposure in the middle of the tomo sweep" which resulted in the need for an additional exposure to complete the exam. A field service engineer (fse) was dispatched and confirmed that the system was getting generator errors and the systems tube was causing the system to abort exposures do to high voltage errors. The fse replaced the system's x-ray tube, inverter drawer, and high voltage multiplier drawer. Performed all calibrations and performance tests. Confirmed that the system would complete exposures without error. The problem has been resolved and the system is operating within manufacture's specifications.